Event description:
The device was implanted in 1997 and at a regularly scheduled follow-up visit in 2004, the surgeon noted on x-ray that osteolytic lesions or cysts had formed around the threads and tip of the screws used to affix the plate. The plate itself was not loose. Revision of the polyethylene insert occurred 2005.